Event description:
Tigerpaw system ii was applied without noted problems. Case continued without incident until patient was separated from bypass. Bright red blood coming from behind the heart. Patient was returned back on bypass and tear noted in left atrial appendage between the left atrial wall and the tigerpaw fastener. Fixed with one stitch. Back off bypass without incident. Blood loss estimate: 200 to 300 cc. Transfusion: no banked blood, cell saver used and own blood was given back.

Manufacturer narrative:
The delivery tool received was fairly clean. After reloading the delivery tool and firing, the device functioned as per the IFU. This indicates that there was no problem with the delivery tool.